Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invading (lg) lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera tjf type 160vr operation manual 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found in the light guide lens, other evaluation findings are as follows: the air/water cylinder and suction cylinder had no color; the fixing force of the guide wire did not meet the standard value due to damage on the knob wire; the adhesive around the light guide lens was discolored as well as inside the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.